Event description:
It was reported by emergency medical service records that the patient was found down at home. Family member attempted CPR, but the patient was unresponsive, pulseless and in pulseless electrical activity. Ems attempted resuscitation at the patient's home and during transportation to the hospital emergency room. During transportation, the rhythm changed to asystole and remained in asystole at the emergency room. The patient died on (B)(6) 2010. No autopsy was performed and the clinical impression/diagnosis was cardiac arrest. Patient last seen in clinic approximately one month prior to death and was not pacemaker dependent. There were "no device issues they are aware of" and "no episodes, no abnormal findings, device check was good". The device was not explanted. "They do not know what the official cause of death was".

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic sigma procedure, the active blade broke. The part fell into the patient but could be removed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.